Manufacturer narrative:
The insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery test due to unresponsive button. The insulin pump received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked battery tube threads, missing reservoir tube o ring, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error and failed battery test. The customer's blood glucose value was 310 mg/dl. The customer pulled the battery out and received failed battery test. The customer put the batteries back in and received button error. The customer stated that the time advanced. The customer reported the buttons to be sticking. The product was returned for analysis.